Event description:
It was reported that the packaging was contaminated. The target lesion was located in the coronary artery. An opticross imaging catheter was selected for use to view the target lesion. However, during percutaneous coronary intervention, it was noted that the packaging was contaminated. It was also reported that the patient underwent surgery. The procedure was completed with a different device. No further patient complications were reported.

Event description:
It was reported that the packaging was contaminated. The target lesion was located in the coronary artery. An opticross imaging catheter was selected for use to view the target lesion. However, during percutaneous coronary intervention, it was noted that the packaging was contaminated. It was also reported that the patient underwent surgery. The procedure was completed with a different device. No further patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: only the device was returned, the original box and pouch does not returned by the analysis. No issues were found with the device, it appears to be in good conditions. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. No other issues or defects were observed during product analysis of the returned device.